Event description:
It was reported that they couldn't recharge the ins. Patient (pt) stated that it took like 45 minutes for the ins to even start recharging. Pt described going through passive recharge mode two or three times; pt stated that on the very last time the ins did start recharging, however the whole process took like two hours. Pt confirmed that there were no error messages appearing when trying to recharge the ins other than no device found. Pt confirmed that there was no apparent damage to the equipment. Pt stated that last night the rtm paddle got really hot; pt stated that they were lying on top of the paddle and that the paddle probably got hot since it took so long try recharging the ins. Pt confirmed that there were no issues recharging the controller from the power supply.  An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a poor recharge quality message. That the cable insulation is torn at donut end, and that the item was scrapped since it failed on bench test but passed on tester. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.